Event description:
The suspected device was latter received by the manufacturer. Product analysis has yet been performed. No other relevant information has been received to date.

Manufacturer narrative:
Product analysis of suspect product in under way.

Event description:
Additional information received. Product analysis for the generator was completed and reviewed. No anomalies were seen with the device. No other relevant information has been received to date.

Manufacturer narrative:
B3 date of event: initial report inadvertently use 10/15/2025 as date of event instead of 10/17/2025.

Event description:
It was reported that the patient was hospitalized shortly after vns replacement. The patient was experiencing vomiting, ocular bobbing, and fluctuating encephalopathy. It is stated that extensive work up including neuroimaging has been done twice and been negative. The physicians do not have a clear reason for the patient's fluctuating encephalopathy. It was later reported that the patient received a full explant due to infection. Device has been returned but not received by manufacturer. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.